Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that they treated themselves based on an urgent low reading on from the cgm, causing a hypoglycemic event. The patient realized that she had overdosed based on inaccurate information and called an ambulance. Patient reported a fingerstick reading of 76mg/dl. The patient's husband arrived at home and treated the patient. By the time the ambulance arrived, the patient was stable and declined the ambulance. The patient did not seek further treatment. No product or data was returned for evaluation. The reported event of inaccurate cgm values was not confirmed. A root cause could not be confirmed. Patient indicated that they dosed off of cgm values. Labeling indicates: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event. Additionally, patient did not calibrate after experiencing inaccuracy or enters values promptly. Labeling states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. If the cgm values are outside the 20/20 range, calibrate again.